Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 255 mg/dl while wearing the pod between 4 and 24 hours. Patient stated patient did not give enough insulin for meal of ham and 1/2 bagel @ noon. When removed from the infusion site (hip/buttocks specifically above the waistline), the pod's cannula was found sticking out at a 45 degree angle, thus, cannula was bent and there was blood around the adhesive. Once in a while the patient will do a temp basal change and a decrease in the basal settings. Yesterday the patient changed the temp basal. Insulin or pod was suspended. It should be noted that there was a pod alarm that occurred, which prompted patient to remove pod. Patient¿s history: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in a bleeding/bruised infusion site or high blood glucose levels. The downloaded data found device to have generated an alarm; a safety feature not considered a malfunction. The root cause of the alarm could not be conclusively determined.